Event description:
Caller reported a tandem mobi cartridge alarm, and it was confirmed that there was no adverse impact to the caller's blood glucose level, remaining below 500 mg/dl. The caller declined a replacement pump and chose to monitor the system further since the pump was still within the first 30 days of use, with plans to follow up if issues persist.